Manufacturer narrative:
Investigation on product quality same batches (m16126u) were inspected but there was nothing wrong with product quality. Presumed cause: the instructions shall indicate that 'fluids such as water, saline solution or blood may alter the consistency or handling characteristics of exponent demineralized bone matrix.' Due to its property, the product could become watery when mixed with fluid such as bma. We found that the sentence 'kneading the exponent demineralized bone matrix may enhance the pliability and cohesiveness of the allograft.' Could be misunderstood by users. It implies that the product can be kneaded after taking out from syringe to make it easy to handle before grafting when necessary.

Event description:
The patient was scheduled to undergo a spinal fusion procedure using exponent. The surgeon mixed the product with bma in a funnel and the resulting mixture was "soupy" and like "ketchup". The surgeon was not satisfied with the mixture and decided that it was not suitable for the case and mixed with osteoamp sponge